Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63(hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed the self test as well as the displacement test. During download history review, pump error 63 was recorded on 07/10/2025 06:12:06.000 with file ID: 2017 as well as line #ID: 147. Per the software engineer log suspecting hw error problem with twi interface or with ad5161 chip. The pump was cut open to perform a visual inspection, and no evidence of moisture damage was found on the electronic assembly. The unit was isolated to the electronic stack due to issues with the hardware. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube, and cracked keypad overlay. Pump error 63 alarm was confirmed in the download history files due to hardware errors, isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.